Event description:
It was reported that the implantable pulse generator (ipg) was showing variable measurements from its programmable threshold monitoring system. An in-office threshold test was conducted and no anomalies were found. The threshold monitoring system was turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).